Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient thinks the battery is "gone". The patient said the battery doesn't last as long. The patient said she has to charge more often. The patient said it is hard for her to get a connection. The patient said it takes a while to find the device, but she is able to get all the boxes shaded. The patient said it takes her almost all day to charge her ins. The patient can barely lay flat because she gets zapped. The patient said when she gets zapped she gets a shooting pain up her spine. The patient said if she lays in certain positions, she gets zapped as well. The patient was directed to follow up with her hcp to have the device checked. No further complications were reported.